Event description:
A report was received that while attempting to implant the seconded spacer in a 2 spacer implant procedure, the rep witnessed a spinal process fracture at l5. The physician completed the case and the patient was reportedly doing well following the procedure.

Event description:
A report was received that while attempting to implant the seconded spacer in a 2 spacer implant procedure, the rep witnessed a spinal process fracture at l5. The physician completed the case and the patient was reportedly doing well following the procedure.